Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s938usqs8bzbb hardware: sm-s938u cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported wearing a pod for between 24 to 36 hours. The patient experienced hyperglycemia, with blood glucose levels reportedly in the 300 mg/dl range and developed diabetic ketoacidosis (dka). On (B)(6), 2026, the patient sought medical attention and was admitted to the hospital. The patient remained hospitalized for approximately three days and was discharged on (B)(6), 2026. Reported symptoms included body aches, nausea, and vomiting. The reported diagnosis was high blood glucose and dka. Treatment reportedly included intravenous fluids, insulin therapy, anti-nausea medication, and pain medication. The patient alleged medical attention was sought while using the omnipod system; however, the patient later reported the hospitalization was not related to the pod. At the time of initial contact, additional details were unavailable because the patient was fatigued and declined to provide further information. A supplemental report will be submitted if new information becomes available.